Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.

Event description:
A high readings issue with the Abbott Diabetes Care (ADC) device was reported. A customer reported receiving an unspecified high sensor reading on the ADC device, compared with the competitor's unspecified reading. It is unknown whether the customer noted a trend arrow on the device. The customer reported dizziness and self-managed by consuming an apple. There was no report of death or permanent impairment associated with this event.The customer received sensor scan results of 317 mg/dL compared to readings of 77 mg/dL respectively obtained on a competitor brand device and the results, when plotted on a Parkes Error Grid, fall into the D Zone, showing the difference in values to be clinically significant. The length of sensor wear was 4 days. It is unknown if these readings were taken during the actual event.